Manufacturer narrative:
Additional: d4 is unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Device was received in with minor cosmetic blemishes. The technician filled water tank and powered on using temperature check that was due apr 2022 for 30 minutes and disposable l-370 for an additional 30 minutes. The reported issue was not confirmed. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. The technician replace the orings as a preventative measure.

Event description:
It was reported the device was found leaking. The reporter stated the issue was found during first testing out of the box.